Manufacturer narrative:
H6 (ime e2402: labs abnormal for crp) during a detailed review of the received medical records, an additional incident was identified involving a medtronic mesh for the patient reported under regulatory report #9615742-2019-03609. No device allegations were reported by the attorney for this incident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During review of medical records received from the patient's attorney, issues were identified after the product was used for therapeutic treatment of a ventral hernia. It was found that after the implant, the patient experienced, infiltration & accumulation of fluid in hernia sac formation, labs abnormal for crp, seroma, abscess, enterococcus faecalis; escherichia coli; enterobacter aerogenes; candida albicans; candida glabrata, exhaustion, inflammation, hematoma, infection, pus, & hernia recurrence. Post-operative patient treatment included CT scan, ng tube, liquid diet, antibiotics, hospitalization, debridement of infections, wound vac, partial suture of wound, & use of drains.